Event description:
The patient¿s mom stated that patient historically does not tolerate recovery well and has seizures after. It was noted that the increase was due to anesthesia from surgery. No additional relevant information has been received to date.

Manufacturer narrative:
Device evaluated by MFR? Device return not applicable as it will add no value to the investigation as the cause is known.

Manufacturer narrative:
A2. Corrected age at time of event, initial report: inadvertently listed wrong age at event. D4. Corrected lot #, initial report: inadvertently left out lot number.